Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 8045649; d.4. Medical device expiration date: 2021-01-31; h.4. Device manufacture date: 2018-02-14. D.4. Medical device lot #: 8158843; d.4. Medical device expiration date: 2021-05-31; h.4. Device manufacture date: 2018-06-07. D.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four unused nexiva 18ga units in sealed packages from material number 383519, lot number 8045649. In addition, one used nexiva 18ga unit in an opened package and one unused nexiva 18ga unit in sealed package from material number 383519, lot number 8158843. Four photographs were also submitted which displayed similarities to that of the returned used unit. A microscopic / visual evaluation was performed on the returned unused units. There were no signs of holes, splits, kinks, or wrinkles were observed in the catheter tubing or the extension tubing. The septum assembly was installed properly. A flashback test was performed by using a lab supplied artificial vein with a red dye/water mix to perform the simulation of the venipuncture. Observed that upon penetration of the needle into the artificial vein; the initial flashback visualization of flash back could be seen quickly within the notch of the needle/cannula. The needle was pulled back through the catheter until the needle tip secure within the tip shield. There was no leakage around the grey canister / primary septum. The used unit was observed to have bodily fluids around the grey canister. The grey canister was smashed. The primary septum was pushed down over part of the grey canister on one side. The primary septum was seated correctly into the grey canister. A water/air leak test was performed where air bubbles were observed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the process of the insertion of the primary septum into the grey canister. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked after use. The following information was provided by the initial reporter: the catheter was unpacked and placed. While removing the steel cannula, there was a clearly noticeable leakage of blood through the silicon septum. The cannula was removed in order to sent it in for investigation, the patient was treated with an old model from another manufacturer.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with four photographs of the defect for evaluation. A review of the device history record was performed for the reported lot, 8045649, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the unit was an 18 gauge nexiva unit with an extension tubing. Bodily fluids were found in the catheter tubing, around the grey canister and in part of the extension tubing. Based off the provided photos the engineer was able to verify that blood had flowed past the canister thus, verifying the reported issue. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked after use. The following information was provided by the initial reporter: the catheter was unpacked and placed. While removing the steel cannula, there was a clearly noticeable leakage of blood through the silicon septum. The cannula was removed in order to sent it in for investigation, the patient was treated with an old model from another manufacturer.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked after use. The following information was provided by the initial reporter: the catheter was unpacked and placed. While removing the steel cannula, there was a clearly noticeable leakage of blood through the silicon septum. The cannula was removed in order to sent it in for investigation, the patient was treated with an old model from another manufacturer.